Manufacturer narrative:
Visual review of the returned device identified that the post has fractured off the main body of the tray. The fractured piece was not returned for further evaluation. Due to the damage on the device, a dimensional and functional analysis could not be conducted. Root cause could not be determined.

Event description:
No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
After implanting the humeral stem, the surgeon did a final trial and as the humeral trial was being removed with the shoehorn, the taper portion of the trial fractured off into the implanted humeral stem. There was a slight delay in the procedure as the fractured piece was removed and the procedure completed.